Event description:
An intra-aortic balloon developed a leak after approx 24 hours of counterpulsation. Balloon was removed and another balloon placed without incident. There were no pt complications involved. Follow up indicated the pt presented with peripheral vascular disease. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Iabc leaks have been associated with repeated cyling against calcified lesions and/or other hard, sharp material. It was indiacted the pt presented with peripheral vascular disease which may have contributed to this event. However, without evaluating devcice, co is unable to determine cause for this event.